Event description:
The manufacturer received information alleging a patient became disconnected from a ventilator and expired. The manufacturer's investigation is currently on going and a dollow up report will be filed when the investigation is complete.